Event description:
Olympus was informed that the user facility was not reprocessing endoscopes in accordance with the directions for use. The user facility was not utilizing the air and water channel adaptor to flush detergent and reprocessing fluid through the auxiliary water channel, not performing suction of detergent, and not purging endoscopes with alcohol. The users were reportedly performing leakage testing and manual cleaning including brushing of the channels. The users reportedly utilize a steris 1e with a peracetic acid base disinfectant for sterilization. There were no reports of any pt infections or other adverse impacts to pts as a result of this matter.

Manufacturer narrative:
There was no device returned to olympus for evaluation. Based on this info that was provided, the user facility was not reprocessing the endoscopes in accordance with the device instruction/reprocessing manual. An olympus endoscope support specialist has provided in-service training to users at this facility and reviewed appropriate reprocessing of this device. As part of our investigation into this matter, a review of the customer's equipment inventory has been performed and it showed that the customer only have the 180 series endoscopes. The 180 series endoscopes have an auxiliary water channel, and failure to flush the auxiliary water channel could result in an infection control risk. This report is being submitted as a medical device report in an abundance of caution.